Event description:
A caller reported a malfunction with their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A the customer did not take immediate action to address the high blood glucose level at the time of the call but received assistance from technical support to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.